Event description:
As reported, the customer is unable to clear micro-bubbles out of the drip chamber of the fluid delivery set when using with saline. There has been no pt injury or air injection. A used device has been returned.

Manufacturer narrative:
Although the used device has been returned to the MFR, to date no product evaluation has been conducted. Therefore a failure analysis is not yet available. Upon completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.